Event description:
It was reported that during use of these dlp aortic root cannulae with vent line, the usage of the devices was discontinued due to strong resistance and the possibility of reflux. The devices were replaced. There was no adverse patient effect associated with this event. Medtronic received additional information that there was no damage observed to the devices.

Manufacturer narrative:
Section e initial reporter: the initial reporter's first and last names and phone number cannot be provided due to regional privacy laws. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5. Medtronic received additional information that the same insertion site was used for the replacement cannula. Device evaluation summary: visual inspection shows no outward signs of any damage. The device was removed from the peel pouch. A syringe filled with di water was connected to the device and when it was engaged, there was flow observed through all the tubing's with no resistance noted. Reason for return was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.